Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose motor support disk. The device was received wtith missing end cap sticker.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 285mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The caller mentioned that the device also was stuck on the prime loop. Advised the customer that the insulin pump would be replaced. No further information was provided.